Event description:
The (B)(6) states the rear wheels have a wobble, stroller handles are loose. There was missing paint on the welded recline bracket attaches to the back cane.

Manufacturer narrative:
Follow up to be sent if additional information is received.